Event description:
It was reported, the patient experienced an occasional shock to the right lateral side about 2 inches above the pump site. The shocking caused the patient's leg to kick out in extension. It was noted that the patient was in a power wheelchair with the controls and the battery on the right side. It may have caused interference with the pump, but was unk. X-rays in 2009 were normal. The drug in the pump was lioresal.